Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the lcd was blank. Upon investigation, the lcd 200 tabs were open on the ca board and the q1 transistor was shorted in the battery circuit on the bedside board. The cause of the charger problem is the shorted q1 transistor. The q1 transistor controls the current flow to the battery while charging. The root cause of the shorted q1 transistor cannot be positively identified. No adverse event resulted from the damaged charger. The patient received a replacement charger/modem.

Event description:
A (B)(4) contacted zoll customer support to report that a male, (B)(6) patient's charger/modem was prompting 'charging problem.' The patient was provided with a replacement charger/modem.